Manufacturer narrative:
The user experienced an event involving loss of consciousness requiring hospitalization while on ilet therapy. Loss of consciousness can result from a variety of medical conditions and is consistent with the reported hospital admission. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. The device was removed during hospitalization per healthcare provider direction and resumed after discharge. The cause of the event was not determined by the treating healthcare providers, and blood glucose values at the time of the event were not available. Based on available information, a device malfunction was not identified and the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-mar-2026 it was reported that on (B)(6) 2026 the user experienced an adverse event resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with medical intervention, and discharged on (B)(6) 2026. No long-term health effects were reported.